Event description:
It was reported that during a stenting treatment procedure, stent damage was noted. The target lesion was located in the iliac vein with arterial compression present. The lesion was pre-dilated. This 18x40/10fr wallstent uni was selected for treatment and advanced to the lesion without resistance. During stent deployment, the distal end of the stent would not open. The device was removed from the patient, at which point it was noted the distal end of the stent was damaged. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device noted that the stent was fully mounted. It was possible to retract the outer sheath, partially deploy the stent, and reconstrain the partially deployed stent. It was then possible to fully deploy the stent without any issue noted. Examination of the distal end of the deployed stent noted that some of the distal stent wires were uncrossed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage was noted. The target lesion was located in the iliac vein with arterial compression present. The lesion was pre-dilated. This 18x40/10fr wallstent uni was selected for treatment and advanced to the lesion without resistance. During stent deployment, the distal end of the stent would not open. The device was removed from the patient, at which point it was noted the distal end of the stent was damaged. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.